Event description:
Caller reported a malfunction on the pump, specifying malfunction code "malf 0" with fault ID "0-0x2456," which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, customer technical support confirmed shipping details and sent a replacement pump. Customer will use multiple daily injections as a backup therapy and was guided through pump storage procedures and the return process for the problematic pump.